Event description:
A patient reported blood glucose results of "142 mg/dl, 96 mg/dl, and 200 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed. The meter was replaced.